Manufacturer narrative:
The lens was returned in a plastic ziploc bag. Solution was dried on the lens. The optic was cut into two portions, typical of damage created to remove the lens from the eye. The optic has scratches on both portions on the anterior and posterior surfaces. Some scratches travel across the optic rings. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that indicated the use of a qualified cartridge with a non-qualified viscoelastic and non-qualified handpiece. The root cause for the reported complaint of "blurred vision" could not be determined. The explanted lens was returned and damaged. The lens was also cut into two portions, typical of damage created to remove a lens from the eye. Information was provided that the company non-toric 21.5 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company extended depth of focus lens 22.5 diopter. This information suggests that the replacement lens model and diopter may have been an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following the intraocular lens (iol) implant procedure the patient experienced blurred vision. The iol was explanted in a secondary procedure with a non company iol. Additional information received stated, there was no patient harm reported. The patient issue has been resolved. The surgeon prognosis was good